Event description:
It was reported that the pt was in the ER as she was experiencing an increase in seizures recently. Pt had previously been seizure-free for a few months. Pt also feels her vns device may be "malfunctioning" as she feels it is stimulating erratically. Per the physician, the vns device was checked and diagnostics were within normal limits. It was noted that the pt has had many stressors in her life recently which may be contributing to the seizures, but it is currently unk if the vns is a factor in any way. Physician also noted that some of the presumed seizures may be nonepileptic events. Attempts for further info have been unsuccessful to date.